Event description:
Treatment of an aneurysm. During deployment of the pipeline, it was reported that the device was stuck in the capture coil. Upon retrieving the pipeline, the capture coil released the pipeline in the cavernous segment of the internal carotid artery (ica) not fully open. Since the physician was not able to fully open the pipeline, an attempt to retrieve the device with a snare was made without success. The physician decided to sacrifice the internal carotid artery (ica).no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire has been analyzed. The evaluation could not determine the cause of the event; however, damage to the capture coil may have contributed to the reported issue.(B)(4).